Manufacturer narrative:
The insulin pump failed the displacement test and alarmed for a motor error during the rewind due to a motor encoder out of phase. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error on her insulin pump. She just had an MRI and the device was in her pocket. Customer's blood glucose was 108 mg/dl. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.